Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging cgm (dex 076) issue. It was reported that the sensor wire was broken. The reporter stated that they are unable to find it but does not state it broke off in skin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.